Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the international account advised that the device was lost. Should the device be returned for analysis, a supplemental medwatch will be sent the batch # provided is invalid.

Event description:
It was reported that during an unknown procedure the titanium tip broke after using 40 minutes. The broken piece was retrieved by forceps. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning.